Event description:
It was reported that the patient noticed during the priming step that the drops of insulin seemed smaller than normal and there was wetness at the end of the tubing housing/needle that connects to the site. The patient reported they smelled insulin and confirmed there was no wetness at the luer lock connection. The tubing was replaced and the patient alleged that when priming the new tubing, the drops of insulin coming out of the primed tubing looked smaller than normal as well. Patient glucose had dropped to 253 mg/dl per a finger stick during the call and was therefore within acceptable range. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.